Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: was performed as part of an mar dated 27-mar-2014. The material analysis report concluded: "the fracture of the tool tip was consistent with the application of a bending overload. The eds spectrum and hardness of the material was consistent with a custom 455 stainless steel alloy heat treated to the h900 condition. No material or manufacturing defects were observed on the device features examined." Functional inspection: not performed as the device was returned broken. Dimensional inspection: not performed as the device was returned broken. The investigation concluded that the fracture of the returned device broke from a bending overload application. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient's right hip was being revised due to pain. The surgeon thought there was a loose component but discovered intraoperatively it was not. During the revision, the removal tool broke while explant attempt was made. A back up was available and no adverse consequence to the patient due to the instrument breakage. No further information will be made available to the sales rep from the hospital.

Event description:
It was reported that during the revision, the removal tool broke while explant attempt was made. A back up was available and no adverse consequence to the patient due to the instrument breakage.